Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix will not extend due to being over-retracted. The defib condutor was distorted, and there was a tip seal observation. Blood/body fluid was present in/on the distal conductor and helix mechanism.

Event description:
It was reported that the helix would not freely extend after several attempts at implant. The lead was not used and was replaced. No patient complications have been reported as a result of this event.